Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that device had a shock button failure. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to j1 pin 7, which was found to be permanently compressed and bent. The available information is consistent with a malfunction of the battery pca. The cause was j1 pin 7 was permanently compressed and bent. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that device had a shock button failure during the op check. There was no reported patient involvement.